Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received sensor error alarm, calibration error alarm, invalid sensor data error alarm and a lost sensor alarm. The customer's blood glucose was 240 mg/dl at the time of incident. The customer mentioned that they received low alerts with 40 sensor glucose on the insulin pump. The customer stated that they were treating blood glucose according to the sensor glucose readings and not with actual blood glucose readings. The customer stated they also received a low transmitter alert and charge transmitter alert. The customer stated that the previous sensor had a bent cannula. The customer stated that the previous pump was already discarded. It was unable to continue troubleshooting for the sensor errors due to unavailability of the sensor. The customer stated that they received a lost sensor alarm on the new sensor. The sensor will not be returned for analysis.